Manufacturer narrative:
The delivery system was functionally tested. The fine adjust mechanism was able to be successfully locked and the fine adjust wheel was able to rotate allowing the balloon shaft to advance and retract through the flex shaft. Due to the separation of the inflation and crimp balloons, no further functional testing could be performed. Dimensional inspection was unable to be performed as the device was unable to be removed from the decontamination lab due to heavy blood contamination and blood presence inside the lumen. The complaint for balloon torn was confirmed. The cause for the balloon tear could not be determined. During manufacturing, all balloon catheters undergo multiple 100% inspections. These inspections make it unlikely that a manufacturing non-conformance was the source of the complaint. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. The complaint for fine adjust difficulty could not be confirmed. The cause for the fine adjust difficulty could not be determined. A dimensional inspection of the delivery system could not be performed which would reveal any abnormalities that could potentially dimensional interferences with the tailpiece, collet, and balloon shaft. Dimensional interferences with these components can increase to the force required to perform valve alignment. Manufacturing mitigations has been implemented to inspect the balloon shafts 100% so this interference issue is now unlikely to occur. No manufacturing non-conformities or IFU/labeling inadequacies were identified and review of the complaint history for september 2015 revealed that the occurrence rates for the balloon burst and fine adjust difficulty events do not exceed the control limits for these failure modes. Therefore, no corrective or preventive action is required at this time.

Manufacturer narrative:
The delivery system was returned to edwards lifesciences for evaluation. Preliminary visual observation revealed inflation balloon to crimp balloon bond failure, a kink on the guidewire lumen proximal to crimp marker band, and damage to the flex shaft approximately 1" proximal to the flex tip. Investigation is still ongoing.

Event description:
During the transfemoral tavr procedure, the physician experienced difficulty with fine adjustment and during valve deployment the balloon burst. During a tavr procedure, the commander with a 29mm s3 valve was introduced into the sheath and valve alignment was initiated. During valve alignment, while using the fine adjustment wheel, some difficulty was noticed and after multiple attempts it was decided to try and advance the valve for deployment. The team attempted to deploy the valve and noticed that the balloon had torn. The delivery system/valve were removed along with the 16fr esheath. The patient tolerated the procedure and remained in stable condition.